Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision surgery was required on (B)(6) 2025 because the iliac screw positioned on the left side, fractured at the level of its neck, causing the patient pain and instability in the initial construct. The patient did not report any falls or significant trauma. This event occurred in colombia.